Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture, baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Visual analysis of the photographs identified: rupture-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported bilateral implant ruptures due to airbags went off during a car accident (non-device related). An MRI revealed that there was no significant per-implant fluid. Later, healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted and replaced.